Manufacturer narrative:
Weight-race:unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
An article was published in ophthalmology and therapy journal in (B)(6) 2022 titled, " vertically fixated posterior chamber phakic intraocular lens implantation through a superior corneal incision." The article stated that this study comprised 78 eyes of 53 consecutive patients undergoing vertically fixated implantable collamer lens (icl) implantation through a superior corneal incision to correct moderate to high myopia and myipic astigmatism. Complaints of mild symptomatic glare or halo were reported in four eyes at 3 months postoperatively, but these symptoms gradually recovered over time without any additional interventions.